Event description:
Surgical procedure: laparoscopic cholecystectomy. Pt rec'd a superficial burn on the right lower quadrant (5mm) of the abdomen. The bovie tip was not put in the holster and was lying on the pt's abdominal skin. The mono polar cords were in error switched in the machine ports. The hand switch was connected to the foot switch port and the foot switch port was connected to the hand switch port. When the physician stepped on the pedal, the bovie tip burned the pt's skin.